Event description:
Hospitalized due to low bgs as well as other health problems. The customer's foot and will be having sugery on it. For the past five days customer's bgs were running low. Three days ago customer filled customer's reservoir alarm. The customer felt that the pump is over delivering, and that is the cause of customer's low bgs. The customer was not wearing the pump when customer called earlier when customer was on the pump his bgs reading were low and increased at time of call. A replacement pump was requested.